Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was displaying a high blood glucose (bg) alert when customer was not experiencing a high bg. Tandem technical support could not confirm this as customer was unable to upload pump data for review. Customer's bg level was 120 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.